Event description:
It was reported that during an unknown procedure, the clips were distorting. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: please clarify what is meant by the clips were distorting. Were the clips ¿b¿ shaped? Were the clips scissored shaped? Was there a gap in the clip formation? Was there an issue with the way the clips were feeding into the jaws?